Manufacturer narrative:
An event regarding dislocation of an unknown adm liner from an unknown mdm liner was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocation of the adm poly liner from the mdm liner. Patient's 28 -4 metal head, adm/ mdm liner construct, and proximal femoral component were revised to a constrained liner and 22.2 +0 metal head (proximal femoral component was revised to change anteversion, there are no allegations against the proximal femoral component). Rep reported that no further information will be available.